Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced white stoma site discharge and inflammation. It was reported that the patient was prescribed amoxicillin for 7 days. On an unknown date, the patient experienced a stoma site granuloma. On an unknown date, it was reported that the patient's stoma site discharge was reduced, and stoma site granuloma reduced in size. On an unknown date, it was reported that the patient finished antibiotic treatment.